Manufacturer narrative:
The actual samples were not available; however, five companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from the bottom right side weld of two samples. Further inspection revealed that the bottom left side weld was unsealed on these two samples. The reported condition was verified for two of the returned companion samples. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. No leaks were observed from the remaining three samples. The reported condition was not verified for these three samples. A batch review was conducted and revealed a leak test failure during manufacturing due to a machine failure. The affected machine part was replaced and all affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three to four exactamix 500 ml eva tpn bags leaked. The event occurred prior to use. There was no patient involvement. No additional information is available.